Event description:
Customer reported the locking arm will not hold. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the locking arm. System operates as intended.